Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received medical treatment as a result of the site issue. The customer experienced skin irritation for several days due to sensor insertion. The customer took antibiotics and resolved the issue. The sensor will not be returned for analysis.